Event description:
It was reported that while in the catheter lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the femoral artery and began to advance the iab through the sheath. The iab became stuck in the sheath. As a result, the iab and sheath were removed as one unit. The md used a zeon product to complete the procedure.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.